Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in my left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), alopecia ("hair loss"), abdominal pain lower ("cramping/constant cramp"), stress ("stress"), fatigue ("constantly exhausted"), back pain ("lower back pain"), abdominal distension ("bloated belly"), migraine ("migraines"), loss of libido ("loss of sex drive"), acne ("acne") and bacterial vaginosis ("bacterial vaginosis") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("I¿ve gained 75ibs"). The patient was treated with surgery (she had essure removed.). At the time of the report, the pelvic pain, menorrhagia, alopecia, abdominal pain lower, stress, fatigue, back pain, abdominal distension, migraine, loss of libido, acne and bacterial vaginosis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, back pain, bacterial vaginosis, fatigue, loss of libido, menorrhagia, migraine, pelvic pain, stress, the first episode of weight increased and the second episode of weight increased to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, alopecia, weight increased, abdominal pain lower, fatigue and stress". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Event pelvic pain was updated as serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.